Manufacturer narrative:
The device has been received for analysis, and currently the investigation is in progress. This report will be updated upon completion of analysis.

Event description:
It was reported that dr. (B)(6) from the (B)(6), informed bsc that the pacemaker was showing premature battery depletion. The device was implanted approximately two years ago. A request was made to obtain the implant date, as well as the serial number of the device. The only information the field was able to provide was that the patient was scheduled for a follow-up to have the device interrogated, but did not show up for their appointment. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. No product return.

Event description:
It was reported that dr. (B)(6) from the (B)(6) hospital, informed bsc that the pacemaker was showing premature battery depletion. The device was implanted approximately two years ago. A request was made to obtain the implant date, as well as the serial number of the device. The only information the field was able to provide was that the patient was scheduled for a follow-up to have the device interrogated, but did not show up for their appointment. No adverse patient effects were reported.